Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Nurse reported via phone call low blood glucose and hospitalization. Customer's blood glucose level was 30 mg/dl. Troubleshooting for low blood glucose was performed. Customer delivered a manual bolus and was found unresponsive in their hospital room. Nurse advised they over delivered insulin to themselves which resulted in low blood glucose and being found unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.